Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing gastrectomy, the experienced surgeon was sealing bigger vessel. After one cycle, surgeon second time pressing purple cycle to repeat the cycle, without opening the jaws (in this hospital quite often they behave like this with bigger vessels). However, this time after second cycle was completed, the surgeon pressed the knife, the tissue was dissected, but surgeon could not open the jaws. Tried to open few times with no result. After some time, they felt a smell like burning plastic from the device. Then they decide to put this ls1020 on a side and took another one. There was no patient injury.

Event description:
According to the reporter, while performing gastrectomy, the experienced surgeon was sealing bigger vessel. After one cycle, surgeon second time pressing purple cycle to repeat the cycle, without opening the jaws (in this hospital quite often they behave like this with bigger vessels). However, this time after second cycle was completed, the surgeon pressed the knife, the knife blade was extended then the mesentery tissue was dissected, but surgeon could not open the jaws. Tried to open few times with no result. After some time, they felt a smell like burning plastic from the device. The surgeon someheow mechanically, helped himself to open the device. Then the physician decided to put ls1020 on a side and took another one. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw revealed there was a foreign object stuck in the jaw. It appeared to be a piece of plastic. The piece of plastic was removed and the device resumed proper function. It was reported that there was a smell like burning plastic from the device and the jaws were difficult to open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while performing gastrectomy when the device was plugged into a generator, the experienced surgeon was sealing bigger vessel. After one cycle, surgeon second time pressing purple cycle to repeat the cycle, without opening the jaws (in this hospital quite often they behave like this with bigger vessels). However, this time after second cycle was completed, the surgeon pressed the knife, the knife blade was extended then the mesentery tissue was dissected, but surgeon could not open the jaws. Tried to open few times with no result. After some time, they felt a smell like burning plastic from the device. The surgeon somehow mechanically, helped himself to open the device. Then the physician decided to put ls1020 on a side and took another one which successfully used with the same generator. There was no patient injury.